Event description:
Additional information received from the consumer indicated that about a week ago the patient noticed their system was slowing down a lot because it would lag at 90%. During the call the agent walked the patient through clearing the patient data, closeing all the applications and the patient was able to access bolus screen. The troubleshooting steps that were taken on the call resolved the issue.

Manufacturer narrative:
Continuation of d10: product ID a820, serial# unknown, product type software. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID: a820, serial# unknown, product type software section d information references the main component of the system. Other relevant device(s) are: product ID: a820, serial/lot #: unknown, medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a consumer regarding a patient with an implantable pump containing dilaudid (hydromorphone) for non-malignant pain. It was reported that it takes like 10 minutes to get a bolus. When it reaches 90%, it sticks at 90% for like 6 to 7 minutes. Agent reviewed the data and assisted the caller in deleting the data. Caller attempted to connect but it still lagged at 90%. Agent had caller restart the handset and attempt to connect. Caller confirmed that bluetooth was enabled. Caller was able to connect to the pump with no lag.